Event description:
'Patient with vad alarms on (B)(6) 2022 notified vad office and was told to hydrate. Pt then began having shortness of breath, nausea and vomiting. Admitted (B)(6) in cariogenic shock. Lactate on admission 5.9 with t­ bili 3.6 and loh 305 (normal range 100-200 range). Vad flows decreased to 2-3 range (normal flow range in 6's). Echo with ramp study with no lv compression. CT performed with noted debris in relief bend compressing outflow graft. Underwent bend relief surgery on "(B)(6)" with improvement in flows.